Manufacturer narrative:
Through follow-up communication for previous cases, livanova learned that the device is regularly cleaned as per product IFU, hydrogen peroxide concentration is monitored weekly as per product IFU, the device is placed inside the operation theatre at nearly 2 meters and the fan of the device is positioned at opposite of the surgery area, the hospital does not use reusable heating blankets for the patient. A complaints database review revealed other device contamination complaints submitted by this hospital in the same period, however no similar event since unit installation in 2019. The root cause of the event could not be established, however it cannot be ruled out that external causes occurred.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. Unit returned to manufacturer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mnt chelone. There is no patient involvement.